Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-78- user hematocrit lowtest strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0: invalid hematocrit. The e-0 error occurred once the blood sample was absorbed and with multiple test strips. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 229 mg/dl using truemetrix meter. The customer's expected fasting blood glucose test result is 200 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated she had medical intervention at two earlier times due to her uncontrolled diabetes. Customer stated that on (B)(6) 2017, she had been feeling severely nauseated, had headaches and was passing bloody stools. The customer went to the emergency department and was admitted to the hospital. The hospital diagnosis was hyperglycemia and customer was given lantus IV. Customer did not know what her blood glucose test result was when at the hospital. Customer left the hospital on (B)(6) 2017. Customer stated that on (B)(6) 2017, she had a severe headache and nausea. Customer went to the emergency department. The diagnosis was hyperglycemia and customer was given lantus and toradol. Customer's blood glucose test result on arrival at the emergency department was 473 mg/dl and it was 220 mg/dl on discharge. Customer left the emergency department the same day, (B)(6) 2017. Customer stated she has yet to follow up with her pcp. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date at time of call is one week. The meter memory was not reviewed for previous test result history.